Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient had excision of exposed vaginal mesh on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent excision of exposed mesh on (B)(6) 2016 by (B)(6).

Event description:
It was reported that the patient underwent excision of exposed mesh on (B)(6) 2016 by (B)(6).

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2012 by (B)(6), due to erosion.